Event description:
On (B)(6) 2012, the patient contacted animas and stated that on (B)(6) 2012, she experienced a blood glucose (bg) value in the 400 to 500mg/dl range with no symptoms and was hospitalized. The patient was reportedly sick due to an unrelated issue, was taking medication for it, released that same day and continued to be on the pump. It was also noted that the patient had an iga deficiency, polycystic ovary syndrome (pcos) and a thyroid disease. At the time of the call to customer support (cs) on (B)(6) 2012, the patient stated since she didn't want to replace the cartridge on the pump, she had disconnected from the pump at midnight on (B)(6) 2012 until 8am the following morning on (B)(6) 2012. The patient's bg was reported to be 400mg/dl with no symptoms. The patient's bg had been reportedly "high" for a month. At 2pm on (B)(6) 2012, the patient reportedly changed out the site/set and her bg value was reported to be 259mg/dl. The patient denied having issues with the site/set or cartridge and stated that her diet has not changed. The patient reportedly did not manually prime the pump. The patient stated that there were no settings or programming issues with the pump . Customer support (cs) reviewed the pump with the patient and noted that the total daily dose (tdd) had slightly different basal rates. It was indicated that the pump alarm history emitted several "empty cartridge" alarms and the prime history revealed insufficient primes. The pump was found to appropriately alarm and will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. Cs advised the patient to follow up with the health care provider (hcp) for assistance with adjusting the pump's settings. There was no indication of a pump malfunction. This complaint is being reported due to the patient's hyperglycemic event while using insulin pump therapy. Customer support (cs) determined that use error contributed to the reported bg, as patient needed assistance in adjusting the pump's settings, did not respond to alarms appropriately, was not priming the pump correctly and had other health conditions unrelated to the reported event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): no insulin delivery defect was found. Pump passed a 29 hour flow accuracy test and was found to be delivering within the required specifications. Performed pump rewind, load, and prime with no alarms. Pump was exercised for 24 hours on a 1 unit per hour basal program with no alarms. Paired pump with meter and conducted a bolus from meter. All boluses conducted were recorded in pump. Removed pump from case, no defect found. The total daily dose (tdd) history shows that the tdd was off from recorded norm on (B)(4) 2012. The black box and alarm history for those dates are unavailable due to continued use.